Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported since getting back from the hospital on saturday, that they had been experiencing increased instances of going to the restroom. The agent reviewed communicator general use and walked the patient through accessing their therapy. The patient was able to successfully access their therapy and increased the intensity to a comfortable level. The patient confirmed feeling the stimulation around their bicycle seat area. The agent reviewed therapy optimization. The patient was directed to monitor symptoms. The agent sent the patient an email with patient manuals.